Manufacturer narrative:
Device was used for treatment, not diagnosis. Khoo, l., beisse, r. And potulski, m. (2002). Thoracoscopic-assisted treatment of thoracic and lumbar fractures: a series of 371 consecutive cases. Neurosurgery, 51, s2-104 ¿ s2-117. This report is for an unknown internal fixateur system and / or an unknown distractible titanium cage/unknown quantity/unknown lot. Mni: orthosis, spinal pedicle fixation. (Other number): UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: khoo, l., beisse, r. And potulski, m. (2002). Thoracoscopic-assisted treatment of thoracic and lumbar fractures: a series of 371 consecutive cases. Neurosurgery, 51, s2-104 - s2-117. The authors reported their experience with the use of video-assisted thoracoscopic surgery with the use of anterior spinal instrumentation system designed specifically for endoscopic fixation. Between (B)(6) 1996 and (B)(6) 2001, 371 patients with traumatic injuries of the thoracic and thoracolumbar spine underwent minimally invasive thoracoscopic assisted reconstruction, interpositional graft and anterior plate fixation. Depending on the type of injury, patients either received immediate posterior fixation that used a synthes internal fixateur system, then anterior thoracoscopic reconstruction and fixation, or they underwent a stand-alone anterior thoracoscopic procedure. Nearly 65% of patients required 360 degree stabilization with initial posterior reduction and instrumentation, in situ anterior reconstruction, grafting and plating vs. 35% of patients who were safely treated by a stand-alone thoracoscopic anterior procedure. For vertebra fracture replacement, a synthes distractible titanium cage was used in some patients if their iliac crest site was considered to be inadequate. Each patient's fracture was analyzed via a combination of x-ray film, computed tomographic (CT) scan and magnetic resonance imaging (MRI) scan. Average patient age was 36 years (range: 16-75 years). The mean follow-up of the study was 2.3 years. Results included: fifteen percent of patients demonstrated persistent canal compression after posterior surgery had been performed; these patients underwent further anterior dural decompression. One patient experienced a deep wound infection. In addition: encapsulated pleural effusion, pneumothorax and intercostal neuralgia; one case of transient l1 sensory deficit; one case of splenic injury during chest tube placement; five superficial wound infections; and one case of neurological deterioration during anterior decompression. The authors did not identify which, if any, synthes devices were used during these reported events. This is report 1 of 1 for (B)(4). This report is for an unknown internal fixateur system and / or an unknown distractible titanium cage.